Event description:
It was reported the patient¿s stimulator got hot at various times. It was noted the patient had pain from the implant site to their foot. It was reported the patient was getting shots for the pain from their healthcare provider every three months for over a year. It was noted the patient was in so much pain they could not work on (B)(6) 2014. It was reported the patient¿s issue had not been resolved.

Event description:
Additional information received reported that there had been pain at the implantable neurostimulator (ins) site. The ins was moved to a different location on (B)(6) 2014. A follow-up appointment occurred on (B)(6) 2015 to program and remove the stitches or staples. The pain at the ins site resolved. Follow-up was performed but the doctor that moved the generator did not know any further information. The patient's other doctor was no longer with the practice. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).